Event description:
It was reported by repair work order that the head end jack could not lower due to the customer having an o2 bottle on the base cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.